Manufacturer narrative:
The reported event of oversensing noise and inappropriate mode switch was not confirmed. A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damages found consistent with procedural damage.

Event description:
It was reported that patient presented for a scheduled procedure. Prior to procedure, it was reported that patient's lead exhibited over-sensing noise leading to inappropriate mode switch. The lead was explanted and replaced as a result. Patient condition was stable before, during and after procedure.